Manufacturer narrative:
H3: the results of the analysis concluded that the reported issue could not be confirmed, however the channel 1 had a loose positive connector on the afe board and the batteries were more then 2 years old. Previously submitted fdm b21 fdr c21, fdc d16 and img g02005 are no more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in nim patient interface was not working and no communication. There was no patient impact. Additional information received stating when trying to stimulate orbicularis oris, an error in the patient interface was reported by the device, then the device with the interface was restarted and were tried connected with a cable but unsuccessful. After replacing the patient interface the procedure was completed.

Manufacturer narrative:
H3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.